Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was receiving unknown drug via implantable infusion pump. It was reported that the hcp attempted to interrogate the pump and was unable to connect to the pump. The hcp noted that the pump was implanted on (B)(6) 2021 and there was some swelling around the implant site. The hcp stated that they attempted to move the communicator everywhere around the implant site where the pump might be and still no luck. The hcp stated that they felt around the implant site and was unable to locate or feel the pump at all, it just felt swollen. The issue was not resolved through troubleshooting. The hcp noted that they will discuss the issue with the medtronic representative.